Manufacturer narrative:
A couple of photos were shared by customer, on photo #1 the set #kl-bs001u# is inserted into an infusate bag, on photo #2 the extension set / mating device is observed. However, in none of the photos a leaks or anomalies are observed. Complaint of leak on item kl-bs001u3 cannot be confirmed. Since not enough evidence of the condition reported by the customer was observed, without the return of the used sample, a comprehensive failure investigation cannot be performed, and probable cause cannot be determined. The device history lot# was reviewed, and no non-conformities were found that would have led to the reported condition on the complaint. Updated information in d9.

Manufacturer narrative:
Investigation in progress and results will be submitted upon investigation completion.

Event description:
It was reported that when the infusion was started leakage was found at the connection between the bag spike and the infusion set. Upon closely checking the sample, tearing was observed on the top surface of the main seal. After connecting the sample to the saline bag and connected to the returned chemosafelock infusion set to check the liquid, flow under gravity as a result, leakage was confirmed from the back of the clip of chemosafelock connector. The result recorded the deformation in which the conduit was twisted. There was patient involvement. There was no serious injury/death, no blood loss, no adverse operator consequences, no unprotected chemo exposure and no medical/surgical intervention were required.